Event description:
It was reported that (2) devices were used during a colon resection. It was reported by the rep that the surgeon was performing a colon resection. The surgeon placed a clamp on the colon and wrapped the tlc55 linear cutter around the colon and closed the instrument. Once the instrument was closed, she attempted to engage the firing lever, but was unsuccessful, she tried several more times unseccessfully and then opened a new tlc55. The surgeon removed the original tlc55 and replaced it with a second tlc55. She assembled the instrument around the colon and again was unsuccessful in engaging the firing lever. A third tlc55 was opened and assembled around the colon and this time it fired successfully. There was an exteneded or time of 3 minutes.